Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield is detaching."

Manufacturer narrative:
H6: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed however it only shows various eclipse devices in their unit packaging so the failure mode for defective locking mechanism was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: "the safety shield is detaching."